Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc results generated from alinity hq processing modules on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=2.86 10e3/ul /repeated=0.957 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or increase in complaint activity. Return testing was not completed as returns were not available. The field service representative (fsr) cleaned the wbc staging line with the enzymatic cleaner. The check valves and wbc staging pump were also replaced proactively, resolving the issue. Review of the data found seq 609688 was flagged as out of range (oor) low for the lym parameter and oor high for the %baso parameter. The sample was repeated on the same analyzer seq 609734 and generated a oor low flag for the wbc, neu, and lym parameters. The nrbc and nr/w parameters were also flagged as invalid for the run. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased wbc results generated from alinity hq processing modules on one patient. The results provided were: on (B)(6) 2024 sid (B)(6). Initial=2.86 10e3/ul /repeated=0.957 10e3/ul there was no reported impact to patient management.